Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 8.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that via merlin.net, several vt episodes were noted for which therapy was delivered. Increased hv lead impedance, corvue impedance, right and left ventricular pacing impedance were observed. It was recommended to bring the patient in to clinic for further testing. Upon review of the episode, it was difficult to determine what the atrial activity was during the vt-1/vt-2 episodes as the signal amplitude was very small; the a bipolar channel was gained to 10 mm/mv. Based on the diagnostics and ventricular sense trend, the patient appeared to be dependent and the svt discriminators were programmed off. Ventricular intervals during the vt diagnosis fluctuated, some undersensing may have occurred, the morphology of the vt-2 signals on the rv bipolar channel alternated between positive and negative deflections and atp therapy was unsuccessful in resolving the rhythm but hv therapy did suggesting this was a true vt. It was later reported that patient expired. It was also discussed that the hv impedance had likely risen due to the patient's passing. The rhythm appeared to be agonal with no atrial activity and unrelated to the original complaint of high lead impedance. There was intermittent undersensing that occurred prior to therapy due to r-wave variability.